Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed the displacement test. No evidence of physical or moisture damage on the electronic assembly, motor or force sensor note during visual inspection. The following were noted during visual inspection: battery tube threads - cracked, label damage (stained), cracked case (battery tube), cracked case and scratched case. In conclusion, blank display was confirmed during analysis due to misaligned battery tube. Cosmetic damage was confirmed at the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1812. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Mmt-1812 was requested and customer response was the device was returned for analysis.